Manufacturer narrative:
Per report, "customer called in nebulizers when connecting/turning it on, it does not mist any medication. Customer would like a replacement asap." Customer also reported that clinic nebulizer will turn on, but whhen connected it does not vaporize the medication. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called in nebulizers when connecting/turning it on, it does not mist any medication. Customer would like a replacement asap."